Event description:
Reporter alleged the blood glucose monitoring device test strip drum has a "red streak" across it and the print cannot be seen well. Reporter stated the red streak goes all the way around the vial. Reporter indicated the test strip will not eject and there is a flashing symbol even though she repeatedly presses the button to eject. Reporter stated treatment is not applicable in this particular event alleged. A request was made for the return of the suspect product and replacement product was sent.